Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.

Event description:
Broken part with the mayfield modified skull clamp was reported. No other info provided. Additional has been requested.